Event description:
This medwatch is being filed due to an issue identified while investigating an increase in customer complaints for upward shifts in non-abbott control and pt sample results, as well as calibration errors. Specifically, error code 1227. 'Assay (lh) number (641) calibration failure, fit concentration too high for cal f' may be generated with these lots, which would result in failure to obtain a valid calibration curve. A recall was issued for architect lh reagent list numbers 6c25-22 lot numbers 33198m200 and 41861m100, list number 6c25-27 lot number 33198m201 and list number 6c25-30 lot number 33871m100. The issue was reported under 21 cfr 806 to the san francisco FDA district office on 11/30/2006. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents.

Manufacturer narrative:
This is the final report. An investigation is in process.